Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding,") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea") and fatigue ("fatigue"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomies). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, dysmenorrhoea and fatigue outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage and pelvic pain to be related to essure.